Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements greater than 2,500 ohms. Additionally, there was high threshold measurements and intermittent capture. As a result, the decision was made to remove the lv lead. When the pocket was opened, it was observed that the lv lead appeared to be fractured above the suture sleeve. As the lv lead could not be explanted, it was surgically abandoned. No additional adverse patient effects were reported.